Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field evaluation did not reveal any system malfunction. An fse traveled to the site and has been in constant contact with the staff regarding the issue. They stayed onsite throughout the past week to facilitate updates. Throughout several follow-up calls and visitations to perform test drives, there have been no issues with the system. A user-induced issue (e.g. Customer pushed down on fim insertion during biopsy) could be neither verified nor excluded, and a brake, or encoder issue was not identified. The system was tested and verified as ready for use. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient experienced pulmonary hemorrhage. The ion portion of the procedure was completed. After the procedure, the patient coded due to respiratory arrest. Cardiopulmonary resuscitation was provided along with extracorporeal membrane oxygenation (ECMO). The patient remains hospitalized.

Event description:
It was reported that during an ion endobronchial lung procedure the catheter suddenly dislodged from one airway and went into a different airway while using the forceps to biopsy. The physician reported there was some minor bleeding, but not what he considered an injury, and related the event to patient anatomy. The physician stated that he thought the occurrence was odd since he had taken many biopsies before the event occurred without any issue. The physician stated that he decided to abort the procedure also because he had enough biopsies to obtain potentially obtain a diagnosis. On follow-up, the physician reported he did not believe the ion system directly caused the pulmonary bleed, and the bleed was more or less related to the procedure itself. He stated this event could have occurred with a different modality as well. A CT scan revealed a lung nodule and blood in the airway. The bleed was believed to come from the left pulmonary artery and some other branch. The ion portion of the diagnostic procedure was completed, but the 2nd staging part was not. After the procedure, the patient coded due to respiratory arrest and CPR was initiated. The patient was placed on extracorporeal membrane oxygenation (ECMO) for 72 hours. Estimated blood loss was approximately 600 cc, but that total volume included saline as well. The patient received 2 units of blood and remains hospitalized.

Manufacturer narrative:
As of 22-dec-2022, a review of the site's system logs for the reported procedure date was conducted by a failure analysis engineer. Investigation revealed one instance of a 23061 error logged on a catheter axis (p1 = 0x7). Review of the state log and shape log was performed by an ion systems analyst. Review of the state log found that there was an encoder transition happening when the 23061 error was triggered. From the shape log, it was determined that the catheter was relaxed and the tip position moved after the error. Since the 23061 was triggered before the catheter tip motion, it is likely that the catheter tip moved as it was limped in response to the error. The logs are consistent with a kal item related to vibration during forceps retraction (e2x-12971 ¿ ¿subset of 23061 errors on catheter axes due to encoder feedback transition¿). Per the support logs, the system was running p4 software on the event date. The system logs indicate that this event is an occurrence of this known bug.